Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared because the buttons are unresponsive. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.